Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had intermittent power. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the battery cap is able to fully tighten. The battery cap measured within specifications. There was a battery compartment crack observed below the grip pad. The black box showed an inaccurate date from (B)(4) 2015. Pump reboot events were observed in the black box. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. An intermittent power event was not duplicated during the investigation. Unrelated to the initial allegation, the display screen was dim and discolored.